Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user of the ilet system experienced fluctuating blood glucose with readings as low as 49 mg/dl and into the mid 300s for over four hours and subsequently reported a dexcom g6 transmitter failure with no replacement supplies available, prompting transition to subcutaneous insulin as backup therapy. Dexcom was contacted with transmitter complaint details. Symptoms included tiredness, dizziness, and forgetfulness. Outcomes included no professional medical intervention; no assistance required for therapy administration. Investigation included troubleshooting and user education. It was concluded that the cause of hyperglycemia was undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.